Event description:
A report was received that the pt underwent a pocket revision. The ipg pocket was irrigated. There was no infection, just an excessive amount of fluid in the pocket. The physician stated it was not device related. The pt is reportedly doing well after the pocket revision.

Manufacturer narrative:
This is the final report.